Manufacturer narrative:
Block h6: device code 2949 for the reportable issue of bands falling off varix. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and the tripwire was secured in the handle assembly slot when received. A crimp was present on the tripwire. There was evidence that the tripwire was cut likely by a sharp tool; with one portion attached to the tripwire loop and the other portion was attached to the ligator head. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, the ligator head did not present any visual damage and only one band was found on the ligator head. It was possible to observe that there were six knots in the suture, indicating that the six bands successfully deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6), 2020. According to the complainant, during the procedure, and each time the physician deployed a band, the band would slip off the site. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 2949 for the reportable issue of bands falling off varix. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly and there was evidence that the tripwire was secured in the handle assembly slot when received. A crimp was present on the tripwire. There was evidence that the suture was cut likely by a sharp tool; with one portion attached to the tripwire loop and the other portion was attached to the ligator head. Further analysis noted that the evidence of suture cut was likely to remove the device from the scope. This condition is not considered as an issue of the device. Additionally, the ligator head did not present any visual damage and only one band was found on the ligator head. It was possible to observe that there were six knots in the suture, indicating that the six bands successfully deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was not confirmed. No failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. Block h11: correction: h10 (investigation results)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6), 2020. According to the complainant, during the procedure, and each time the physician deployed a band, the band would slip off the site. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2020. According to the complainant, during the procedure, and each time the physician deployed a band, the band would slip off the site. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.